Manufacturer narrative:
Serial and lot number are unavailable. Part was not returned for analysis. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument outside of procedure. It was reported that the driver was jammed.